Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump safety feature lock had been turned on. Customer stated they may have accidentally turned the feature on. In addition, it was reported that the customer removed the pump out of proper load sequence and received a cartridge alarm 25 (removed cartridge alarm). Tandem technical support guided the customer through turning the feature lock off. Customer had elevated blood glucose (bg) levels (292 mg/dl). Customer delivered a manual injection to address elevated bg levels.